Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose was over 250 mg/dl at the time of incident. Customer stated that the drive support cap was normal. Customer stated that there was little white bubble where it goes into machine. Customer alleging the insulin pump because customer stated that the insulin pump was not delivering insulin. Customer stated that there was no leak. The devices will not return for the analysis.